Event description:
The suture was used during an unspecified procedure on the liver. Reportedly, the suture broke while being tied. No pt injury was reported.

Manufacturer narrative:
Device not received for evaluation.